Event description:
After iabp for 11 1/2 hours, the iab was removed. The iab did not malfunction. As a result of the event, the pt got ischemic. Event complications: the pt got ischemic -reported 12/31/96. Pt's current status: unk. Reported 12/31/96.